Event description:
Received information the patient had difficulty turning her device back on after having it off for one month following a surgery. Patient stated it was charged before turning it off for one month following a surgery. Patient stated it was charged before turning it off but admits to seeing the recharge screen. The device had been "jump started" in the past. Patient reported she felt the grey wire on the recharging belt was shorting out. The recharger was unresponsive. Patient had problems recharging and noted the recharger showed a low battery warning screen and then splash screen. Additional information received stated the patient was unable to adjust stimulation. The patient stated the system had "gone completely off". It went off and she could not turn it back on. Patient wanted to know about the patient programmer, control magnet recharger/recharging. Patient was having a difficult time with the icons on her devices. Further information stated the patient was now able to recharge successfully. The patient's hcp reported the patient had not be reprogrammed since (B)(6) 2010. There was mention in the office notes from (B)(6) 2010 that the patient has lost some equipment. She suffers from alzheimer's. Hcp also stated she has an intrathecal pump which the patient has focused her attention on.